Manufacturer narrative:
Analysis of the pump revealed no anomaly, normal device function. A tear in seal near guide ring in the catheter/sc connector was observed during analysis, however it was concluded that this was a non-significant anomaly, acceptable catheter testing. (B)(4)

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen for a dose adjustment and the clinician felt that the wound at the pump pocket looked suspicious; an infection was suspected. The patient was sent for further evaluation and ultimately admitted and explanted. The device system was delivering baclofen. It was later reported that the pump was delivering gablofen. The pump was last refilled at implant. Perioperative antibiotics had been administered. The infection was first noticed by the patient¿s parents around (B)(6) 2014. They mentioned it at the patient¿s pump rate change appointment on (B)(6) 2014. The patient was assessed by the nursing staff and then immediately referred to the neurosurgery office. The patient had symptoms of redness and swelling. A culture was obtained and pseudomonas aeruginosa was found. A total device system explant was done. The patient was treated with IV (intravenous) antibiotics and antibiotics were given via g-tube. As of (B)(4) 2014, the patient outcome was reported as ¿ongoing¿.